Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: the pump was unable to be fully investigated due to a blank screen caused by internal moisture corrosion. Evidence of moisture corrosion was found on the display screen, the watchdog chip, the keypad flex/connector, and the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that after changing a battery, the pump made an unusual start up noise, then had a constant vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.